Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control overheated and melted the blades. The procedure was successfully completed with a back-up device. There was no reported delay or patient injury associated with this event.

Manufacturer narrative:
Visual evaluation found no exterior device damage. Customer¿s complaint of device overheating was not confirmed. Mdu passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on both dyonics power, dii and dii eip test control units with and without a footswitch. Current draw was below average for this product and overheating did not occur during functional testing. All functions performed as expected. No problem was found. Lack of irrigation may cause the motor or blade to overheat and seize, blade and mdu need proper irrigation to keep temperature low so as not to damage blade. The most possible reason for experiencing overheating could be the lack of irrigation.